Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4).the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "case series report: early cement-implant interface fixation failure in total knee replacement" written by kyle j. Hazelwood, michael o¿rourke, van p. Stamos, robert d. Mcmillan, david beigler, and william j. Robb iii published by the knee (2015) 424-428 accepted by publisher 24 february 2015. The article's purpose was to report and identify possible causes for early failures of knee implants due to cement-implant fixation failure. Data was compiled from 9 cases of failed tkrs that were implanted between may 2005 to december 2010 performed by six different kr surgeons. Patella resurfacing was performed. Depuy products utilized: sigma pfc rotating plant form and smartset-hv cement the article provides a table of the 9 patients with identifiers and reports all had pain, loose tibial trays and failure of cement-implant fixation for tibial trays. It also provides generalized adverse events without providing identification of associated patients. The patients are captured individually on linked complaints for pain, loose tibial trays and failure for cement-implant fixation. This complaint captures the generalized adverse events without identified associated patients. As the tibial trays are captured and reported individually on linked complaints, tibial trays are not on this complaint. Generalized adverse events: loosening of femoral component (treated with revision), loosening of patella component (treated with revision), synovitis (treated with revision), skin reaction on distal incision (spontaneously resolved without intervention). This complaint captures case 9 a 50 year old female with r tka with index procedure date of (B)(6) 2010 and revision date (B)(6) 2011 (14 months) due to pain and loose tibial tray due to failure of cement to implant bond.